Manufacturer narrative:
Concomitant product: product ID 37761, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported a broken connector pin. It was noted the patient was completely out of charge. There were no symptoms reported. Relevant medical history included non-malignant pain and complex regional pain syndrome type 1.

Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) found the connector was broken. The cable assembly with the metal connector at the end of the cable was broken off.